Event description:
Fire hazard and/or shock hazard. I replaced by philips sonicare electric toothbrush model 6100 (model number hxz740b) with a new philips sonicare electric toothbrush model 6100 on (B)(6) 2026. I used the old charger with the new toothbrush for charging. On (B)(6) 2026, my wife noticed that the charger was cracking; plastic was cracking off the bottom of the charger. Upon further examination, a yellow/brownish discoloration was apparent where the cord entered the charger.